Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator(ins) for parkinsons dual and movement disorders. The hcp reported that the patient had been charging with all 8 coupling bars, but the ins battery would not show that it had progressed. The hcp reported that they had been charging for 3 hours and that they would normally see it increase within 30-40 minutes. The hcp reported that the patient charged every day. The hcp reported that they were unaware that the ins showed in 25% increments and that they were satisfied with that response. No patient symptoms were reported. The patient called back at a later day and stated that they were getting poor communication. Patient said they were trying to charge their dbs device and was not getting the coupling boxes. Patient said sometime it would take them 1/2 hour or longer to get their insr to communicate with the ins. After repositioning antenna over the ins the patient said they saw poor coupling. Technical services asked the patient to put the antenna on their implant then press start charge - patient reported seeing the ins charging status screen and had 6 coupling boxes shaded. Patient said it then dropped to 4 coupling boxes. The patient tried to reposition the antenna but was getting 0 coupling boxes. When asked about possible ins pocket issues the patient had stated that the ins moved around and was in their arm pit. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.